Event description:
It was stated that "during implantation of the screws, the top two screws at c4 were final tightened as usual. The surgeon loosened the bottom screws at c6 and tried to pull the plate off of the screws. He used the revisor driver to attempt to replace both screws and couldn't because the draw rod broke. He left the plate in because at the time the construct felt solid. One week later, the plate migrated off of the screws."

Manufacturer narrative:
Reflex-hybrid 4x16mm variable angle self tap. Screw was also referenced, it is unknown which, if any, of the devices may have caused or contributed to the event. Additional information has been requested, and if received, will be included on a supplemental.